Event description:
It was reported that the bd alaris¿ extension set experienced leakage. The following information was provided by the initial reporter: IV med line tubing and med line extension set with filter leaking at site of connection from tubing to filter extension set.

Manufacturer narrative:
Investigation summary: the customer reported connection issues with two sets, and returned one used each of material#: 20029e and material#: 10014914. The two sets were connected in both orientations and was flushed with the returned 10 ml syringe. No leak was observed at the connection of the sets. However, a leak was observed at the filter, and the complaint of leakage is verified. The root cause for the leakage in filter is air vent membrane was wetted out. The filter was attempted to be flushed with ipa/water but the filter was occluded. The root cause for the filter leak is unknown. Filters are known to leak when used with certain drugs, reach out to customer advocacy for more information. A device history record review for model: 20029e lot number: 21016605 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model: 10014914 lot number: 21075859 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set experienced leakage. The following information was provided by the initial reporter: IV med line tubing and med line extension set with filter leaking at site of connection from tubing to filter extension set.